Event description:
During an unknown procedure, the device only applied the first clip, then it blocked and did not allow any clip to get out. Another like device was used to complete the procedure. There was no consequence to the patient.